Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to position and remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a proglide device after an interventional atherectomy with angioplasty and stenting procedure via a 6f sheath. Reportedly, the device was inserted and advanced into the anatomy without issue. The lever was opened and the device was lightly pulled back against the inner vessel wall; however, significant bleeding continued through the marker lumen. Therefore, the device was not deployed and the lever was closed. Difficulty was noted while attempting to remove the device, so the device was re-advanced and the lever was opened and closed once more. Then, the device was removed from the anatomy without issue. Upon removal, it was confirmed that the lever and footplate were both fully closed. Hemostasis was achieved using a non-abbott device. Multiple arteriograms were taken to confirm there was no vessel damage. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.